Manufacturer narrative:
The sheath was thrown away by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 78-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage a shock. During the procedure, the impella was inserted into the right femoral artery (rfa). The staff were unable to find pulses in the right foot via doppler. The activated clotting time (act) was 320. The physician was made aware of the issue and peeled away the sheath. It was reported that a vascular surgeon was able to locate a pulse in the foot. The following day, the impella cp was explanted and the patient received an impella 5.5 for escalation of therapy. The post-procedure outcome is survived at explant. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.